Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery lobectomy, the device would not fire. Another handle and reload were used to complete the case. There was no patient injury.